Event description:
Country of complaint: (B)(6). Inner foil is welded with outer foil. The aluminum packaging becomes unsterile and can no longer be used. Device 1 of 3: see 2916714-2014-00020 and 2916714-2014-00021.

Manufacturer narrative:
Us agent notified on (B)(4) 2013. Manufacturing site evaluation: samples received: 3 unopened pouches. There are no previous complaints of this code/batch. There are no units in our stock. One of three samples received has the first pack sealed to second pack in the 4th sealing. This is due to an accidental effect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an accidental and isolated problem and whole batch is correct. Informed the personnel involved about this incidence. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incident in the future: (B)(4).